Manufacturer narrative:
Complaint conclusion: a saber balloon (4mm x 6cm 155cm) was inflated with an inflation device as a pre-dilation. However, it ruptured at approximately 6 atm (six atmospheres). Therefore the saber balloon was removed intact from the patient and an aviator plus was used without any issues. The procedure finished successfully and there was no patient injury. The target lesion was the left superficial femoral artery. The lesion was mildly calcified and mildly tortuous. The rate of stenosis was 99%. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally, maintaining negative pressure. An ipsilateral approach was made from the left femoral artery for the in-stent restenosis of an unknown stent. A guidewire crossed the lesion. The following information is unknown: the contrast media used, the contrast to saline ratio, if the same indeflator was used successfully with other devices, if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter, if there was any difficulty advancing the balloon catheter through the vessel, if the balloon catheter kink while being used, the amount of times the balloon was inserted into the patient or if there was any difficulty removing the balloon catheter from the patient. The product was returned for analysis. One non sterile catheter saber 4mm x 6cm 155cm balloon catheter was returned. Per visual analysis the balloon had been inflated and deflated. No other anomalies were noted. Per functional analysis a leak test could not be performed as leaks were observed in the middle section of balloon, close to the proximal end of the balloon. Per sem analysis the external surface revealed evidence of scratches and abrasion marks that could be related to the balloon pinhole. The internal surface of balloon did not reveal any evidence of damage. A device history record (DHR) review of lot 17401086 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the information available for review, vessel characteristics (mild calcification and tortuosity and a rate of stenosis of 99%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Concomitant products: guidewire (cruise, st. Jude medical) and everest inflation device. (B)(6). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 17401086 revealed no anomalies during the manufacturing and inspection process. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
A saber balloon (4mm6cm 155) was inflated with an everest inflation device as a pre-dilation. However, it ruptured at approximately 6 atmospheres (atm). Therefore the saber balloon was removed intact from the patient and an aviator plus was used without any issues. The procedure finished successfully and there was no patient injury. The product will be returned for analysis. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally, maintaining negative pressure. An ipsilateral approach was made from the left femoral artery for the in-stent restenosis of an unknown stent. A guidewire (cruise, st. Jude medical) crossed the lesion. The target lesion was the left superficial femoral artery. The lesion was mildly calcified and mildly tortuous. The rate of stenosis was 99%. The following information is unknown: the contrast media used, the contrast to saline ratio, if the same indeflator was used successfully with other devices, if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter, if there was any difficulty advancing the balloon catheter through the vessel, if the balloon catheter kink while being used, the amount of times the balloon was inserted into the patient or if there was any difficulty removing the balloon catheter from the patient.